Manufacturer narrative:
Medwatch form # 1525712-2010-0050 was received by us agent from the distributor on (B)(4), 2011. An attempt to retrieve the device from the distributor was not successful. According to the distributor's report, photos were provided to the distributor and it appeared that the trapeze was not assembled properly. Photos indicated that the device was not fully seated in the base.

Event description:
The facility states there were two employees assisting the consumer. The consumer was holding the trapeze bar and pulling down when the vertical bar allegedly bent, causing the device to bend forward and hit the employee assistant on the head. This allegedly resulted in a concussion to the employee.